Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for two patient samples tested in short 16 mm pour off tubes. Patient 1 initial result was 150.2 miu/ml. The physician thought that this number should have been higher and the patient was informed that she was having a miscarriage. The physician did not act on the assumption that the patient was miscarrying, but asked the laboratory to rerun the sample. The repeat result on (B)(6) 2015 with an aliquot of the sample was 599.9 miu/ml. On (B)(6) 2015, patient 2 initial result was 1.37 miu/ml. The patient had done an at-home pregnancy test which was positive, so the physician asked the laboratory to rerun the sample. The repeat result on (B)(6) 2015 with an aliquot of the sample was 585.7 miu/ml. The patient was a (B)(6) female. Birthdate was (B)(6) 1982. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 185430. The expiration date was requested, but was not provided. The field service representative could not find a cause. He ran performance testing, calibration, and quality control. All controls were acceptable and the system was performing specifications.

Manufacturer narrative:
The investigation found there were worn sample racks and missing cup adapters. This can cause the 75 mm sample tubes used by the customer to not be positioned correctly and lead to a falsely detected liquid level and too little sample to be pipetted.the customer changed to using 100 mm sample tubes and the worn racks were replaced.